Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot #: unknown, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins). It was reported that the doctor was removing a lead on (B)(6) 2019 and there were fragments remaining in the patient. There were no further complications reported or anticipated.